Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed displayable history crc check failed on startup. The device started to run numbers on the screen after the alert. The device was alarming during basal, normal battery, and normal amount of insulin. Alarm was confirmed in the device history file. Customer's blood glucose was 168 mg/dl. Customer received replacement device. No further information reported.

Manufacturer narrative:
The insulin pump passed self test and displacement test. However, the device had multiple displayable history crc check failed on startup alarms noted in history screen due to corrupt history file. No numbers running on screen noted. The device was received with cracked case at display window corners, and reservoir tube lip.